Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro short port blunt tip trocar (btt) black inflation valve dislodged halfway. A stopcock was used to hold it down and complete the procedure. The hospital did not report any pt effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)